Event description:
During introduction of a deltapaq coil (cdf10031030/g11589) into microcatheter, significant friction was felt within the device sheath and during analysis of the product, it was determined that the coil was damaged and severed. The coil was not used. A second deltapaq coil (cdf10015630/g11474) failed to detach despite several button presses on empower box. The coil was removed and another coil was used.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. The enpower dcb and the connecting cable were not returned. The detachment fiber did not receive heat and melt. Using 37c (+/- 2c) water, the coil was detached on the first attempt. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment attempt. Therefore, the root cause of the coils non-detachment cannot be determined. In addition, without the return of the enpower detachment control box (dcb) and the connecting cable, it cannot be determined if these components contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.